Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, high voltage lead impedance was observed on the rv lead. Patient had experienced syncope. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.1cm was returned for analysis. External insulation abrasion was noted at 40.6-40.9cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 16.7-17.5cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.